Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test, valve actuation test and teach pump test passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. The mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the physical damage was confirmed due to a fracture problem with the cause traced to component failure because the top cover is damaged.

Event description:
On 12/oct/2023, fresenius became aware this patient expired at home on (B)(6) 2023, while undergoing treatment. Subsequent attempts to obtain additional information (e.g., death certificate, autopsy report, esrd death notification, patient demographics) have thus far proven unsuccessful.

Event description:
On 12/oct/2023, fresenius became aware this patient expired at home on (B)(6) 2023, while undergoing treatment. Subsequent attempts to obtain additional information (e.g., death certificate, autopsy report, esrd death notification, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of death while undergoing ccpd for rrt. The etiology of the patients¿ death could not be determined; therefore, causality could not be established. It should be noted that limited follow-up information precluded a more comprehensive investigation. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. The lack of a discharge summary (if applicable), hospital records (if applicable), esrd death notification, death certificate, and no manufacturer evaluation of the suspect device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from the serious adverse event.

Event description:
On (B)(6) 2023, fresenius became aware this patient expired at home on (B)(6) 2023, while undergoing treatment. Subsequent attempts to obtain additional information (e.g., death certificate, autopsy report, esrd death notification, patient demographics) have thus far proven unsuccessful.